Event description:
The caller tested on 10 may 06, and got a reading of "hi" from his adc device. Based on this reading he administered insulin. This then caused his blood glucose to drop to 67 mg/dl. The caller did not state if the low reading was from the same adc device or another meter. The caller stated feeling symptoms of hypoglycemia (sweating, shaking and feeling sick). To counteract the event the caller had candy, chocolate and sugar water.